Event description:
Return reason: the customer reported that he was not able to pace using this catheter. Analysis determined: investigation found that both the distal and proximal electrode wires were broken at approx the 100cm mark allowing an open circuit to occur. Cause unk. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: the corrective action is that the mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.